Event description:
It was reported that the rx espirit was used to treat a perforation that resulted from a stent implantation. After an unknown total inflation time, the balloon was slow to deflate; eventually, it was able to be deflated. During this time pericardiocentesis was also performed due to tamponade as a result of the perforation. The patient is reported to be doing well to date.